Event description:
A us distributor reported that a battery charger had trouble with download, a battery charger power connector problem, and a service code.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (trouble with download, battery charger power connector problem, and a service code) was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. There was no adverse event that resulted from the damaged charger.